Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient was seen in the clinic on (B)(6)2018 and presented with general weakness and was unable to remain awake during questioning. The patient¿s daughter reported that this has worsened over the last few weeks. The patient dropped their controller on (B)(6)2018 and had increased tremors. The patient was lethargic and drowsy in the morning during breakfast. The patient was taken to the local emergency room (ER) where a computed tomography (CT) was done. The patient was hard to arouse during interrogation in the ER and was then transferred to be seen by neurology. It was believed that the tremor was actually metabolic in origin. Blood cultures on (B)(6)2018 found no growth. The patient¿s doctors ordered to discontinue the patient¿s high blood pressure medication for the tremors. During the patient¿s hospitalization, the patient was found to have an open wound to the old sternal incision with some drainage to the old pigtail site. In addition, a CT of the chest/abdomen/pelvis area was also ordered due to drainage coming from the driveline exit site (dles). Keflex was continued and the drainage from the pigtail and sternal incision appeared to resolve. The site was healing well with good granulation tissue prior to discharge. Prior to discharge, there was still a small amount of drainage from the dles, but the site improved during a follow up visit on (B)(6)2018. There was some drainage, but the hospital stated that the dles looked "really good.¿ no positive cultures were found, and the patient¿s antibiotics were discontinued. During the hospitalization, the patient was also found to have subtherapeutic international normalized ratio (inr) and was treated with anticoagulants. The patient also became volume overloaded during the hospitalization and required intravenous (IV) diuretics. These issues reportedly resolved by 18apr2018. The heartmate 3 lvas instructions for use (IFU) lists infection (localized, driveline, pump pocket or pseudo pocket) and wound dehiscence as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications. The IFU, as well as the patient handbook, also provide information regarding how to prevent infection. No further information was provided. The relevant sections of the device history records for mlp-009447 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2017. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's subtherapeutic international normalized ratio (inr) and treated with heparin drops. It was also reported that driveline site drainage and sternal would drainage along with old pigtail site drainage treated with keflex was reported under MFR# 2916596-2020-04867. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, during hospitalization a CT of the chest/abdomen, /pelvis was ordered due to drainage from driveline exit site and report that patient had dropped the controller. Cts was consulted for evaluation of driveline site (dles) and continued keflex. Prior to discharge there was still a small amount of drainage from the dles however the site was improving at follow up visit keflex was discontinued and there was some drainage but dles looked good. On (B)(6) 2018 no positive cultures. Type of treatment included changes to medication and oral antibiotics. During hospitalization, the patient became volume overloaded during hospitalization and required intravenous (IV) lasix. No additional information was provided.